Event description:
Patient reported the ultrapro advanced mesh. Patient experienced significant pain, which led to further evaluation. A CT scan revealed that the mesh had migrated into bladder. The migration resulted in perforation of the bladder lining. Patient was informed that if she waited any longer, they could have very well contracted gangrene, which could be life-threatening. As a result patient underwent revision surgery to remove the mesh. Following the removal procedure, the patient experienced additional adverse events, including pain in the bladder and kidney regions. The patient reported a persistent burning sensation during urination.